Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 27-feb-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 27-feb-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 155500 (15.55 u). Dailytotalofbasalinsulindelivered: 155500 (15.55 u). Dailytotalofbolusinsulindelivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 27-feb-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 02/22/2023 01:28:00.000, 02/27/2023 05:40:00.000, 02/27/2023 05:50:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: 02/22/2023 01:45:00.000. Sensorexpiredalert (794) was recorded and found in the formatted history file on: 02/21/2023 20:54:53.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 02/25/2023 09:43:06.000, 02/25/2023 10:18:06.000, 02/25/2023 10:53:16.000, 02/25/2023 22:03:56.000, 02/25/2023 22:38:54.000, 02/25/2023 23:08:58.000, 02/25/2023 23:43:55.000, 02/26/2023 00:13:56.000, 02/26/2023 00:14:13.000 02/26/2023 01:23:56.000, 02/26/2023 01:58:55.000, 02/26/2023 02:08:00.000, 02/26/2023 02:28:56.000, 02/26/2023 02:38:19.000, 02/26/2023 03:03:55.000, 02/26/2023 03:33:56.000, 02/26/2023 04:08:56.000, 02/26/2023 04:43:55.000, 02/26/2023 05:13:56.000, 02/26/2023 05:23:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: 02/27/2023 13:02:00.000. Replace battery alert was recorded and found in the formatted history file on: 02/27/2023 18:16:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 02/27/2023 18:47:00.000, 02/27/2023 18:57:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 02/27/2023 18:58:03.000. Power loss alarm was recorded and found in the formatted history file on: 02/27/2023 18:58:12.000, 02/27/2023 18:58:20.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump reset due to power loss/battery backup depletion. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received without a battery cap installed. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 27-feb-2023 listed on smartsolve and the days prior to the event date. 02/18/2023 dailytotalofallinsulindelivered: 657000 (65.7 u), 02/19/2023 dailytotalofallinsulindelivered: 471750 (47.175 u), 02/20/2023 dailytotalofallinsulindelivered: 618500 (61.85 u), 02/21/2023 dailytotalofallinsulindelivered: 516000 (51.6 u), 02/22/2023 dailytotalofallinsulindelivered: 351250 (35.125 u), 02/23/2023 dailytotalofallinsulindelivered: 581250 (58.125 u), 02/24/2023 dailytotalofallinsulindelivered: 452750 (45.275 u), 02/25/2023 dailytotalofallinsulindelivered: 887750 (88.775 u), 02/26/2023 dailytotalofallinsulindelivered: 304000 (30.4 u), 02/27/2023 dailytotalofallinsulindelivered: 155500 (15.55 u). The pump passed all the required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states the patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed at home on (B)(6) 2023 and the cause of death was bleeding ulcer. The customer¿s blood glucose was unknown and the customer was wearing the insulin pump at the time of death. The insulin pump will be returned for product analysis..

Event description:
Since the cause of death was bleeding ulcer - not related diabetes. The customer¿s blood glucose was unknown and the customer was wearing the insulin pump at the time of death. The case is non reportable.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.